Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 100 mg/dl and 239 mg/dl within 10 minutes, and also 220 mg/dl and 142 mg/dl within 10 minutes. This does not meet the criteria for lifescan precision. However, when the customer care representative performed troubleshooting the test strips were peeling on insertion. No medical attention was sought and no treatment given. No symptoms of high or low blood glucose was reported. The event is reported as a strip malfunction. The meter and test strips were replaced and return is expected.